Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID: c154dwk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. Product ID: 4193-88, implantable pacing lead, implanted; (B)(6) 2008. Product ID: 6947-65, implantable tachy lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead dislodged and was not capturing at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.